Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of sensing and loss of capture. Chest x-ray revealed the lead was dislodged. The device was reprogrammed. The lead was capped on (B)(6) 2016. No additional information was available.